Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The field service engineer is currently awaiting repair parts and once received repairs will be made. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the system 9800 had no lateral movement when using the remote user interface not allowing transport. There was no adverse pt involvement reported. There was no pt information reported.